Event description:
A customer reported an incompatible os issue with the adc application, in use with an iphone 12, ios 16.5. The customer reported that due to this issue, they experienced hypoglycemia with a blood glucose level of 44 mg/dl (from unspecified device), and was taken to emergency room for unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed by the pqe (product quality engineering) and determined that there were no issues with the librelink application which would led to the complaint. An attempt to replicate the user¿s complaint of incompatible os version with similar device configuration and was able to successfully perform all tests using a known good sensor. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os issue with the adc application, in use with an iphone 12, ios 16.5. The customer reported that due to this issue, they experienced hypoglycemia with a blood glucose level of 44 mg/dl (from unspecified device), and was taken to emergency room for unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.